Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the readings were inconsistent on the monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss of no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.